Manufacturer narrative:
The initial reported event of rv and svc coils having high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the distal segment of the lead was returned and analyzed. Analysis indicted that there was a conductor fracture in-vivo. Additionally the distal electrode was covered in blood, the lead was stretched, the lead conductor was distorted, the conductor was pulled/stretched /overstressed, there was a breach (extrinsic) of the outer insulation that was melted, there was a breach (extrinsic) of the overlay tubing of melted, it was observed that there was blood ingression of the overlay tubing, the overlay tubing was distorted kinked/buckled, there was a breach (extrinsic) of the inner insulation of being melted, there was conductor fracture (extrinsic) proximal of pulled/stretched/overstress, there was conductor fracture (in-vivo) proximal, and there was environmental stress cracking. Lead also had severe explant damage. Concomitant medical products: 5076-45 lead implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils had high impedances. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.